Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: a2dr01 ipg implanted: 2014 (B)(6). (B)(4).

Event description:
It was reported that the patient was experiencing chest pain after implant. The atrial lead may have caused perforation through the lateral wall. The lead was repositioned to the right atrial appendage and remains in use. No further patient complications have been reported as a result of this event.